Event description:
It was reported that programmer showing "call doctor" screen but patient did not see any code. Patient states when trying the programmer again then the screen showed "off" /ok on left side ins. Patient states this morning head and right side shaking. Patient states she thinks the ins was off today due to pressing buttons on programmer but is not sure. During call, patient used programmer to turn left ins on and setting is at 1.75v. After turning therapy on, patient felt a tingling in right arm and after a minute the tingling went away. Patient states right ins shows" on/ok and setting is at 6.10. Patient states right after implant hand was still shaking and the doctor said patient may want to decrease settings so that is what she was trying to do. Patient services (pss) instructed patient how to decrease from 6.10, patient states settings now show 6.00. Patient states now she is really shaking and wants to go back to 6.10. Patient was able to do this. The troubleshooting steps that were taken on the call resolved the issue. Pss did not obtain serial number of programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the cause of the "call doctor" screen and ins being off was determined to be the patient was at the end of the parameter hcp has set. The patient leaves the battery on all the time.